Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during second inflation, the balloon bursted under working pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: a gladiator elite 12.0 x40, 75cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and pinhole leaks were identified 13mm proximally from the proximal marker band and 25 mm distally from the proximal marker band. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified multiple shaft kinks. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during second inflation, the balloon burst under working pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.